Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac monitor transmissions revealed an incorrectly diagnosed supraventricular tachycardia episode as a ventricular tachycardia despite atrial fibrillation markers being present throughout the stored electrocardiogram. No intervention or adverse patient consequences were reported. The physician opted to continue monitoring the patient.